Manufacturer narrative:
(B)(4). The patient will continue to be monitored via routine follow-up appointments. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating right ventricular (rv) lead loss of capture was observed. There were no patient symptoms or adverse effects due to the loss of capture.

Event description:
Boston scientific received information that during patient's routine check, a health care professional (hcp) noted that running some routine testing took more time than anticipated. Further, the right atrial (ra) lead and right ventricular (rv) lead exhibited high pacing thresholds and low out-of-range (oor) pacing lead impedances. Boston scientific technical services (ts) reviewed and found there was no noise noted on the electrogram (egm) and discussed troubleshooting options. However, there were atrial tachy response (atr) episodes that were stored inappropriately due to noise and the noise was recreated on both channels. In addition, the device was unable to measure messages observed due to noise, however after pocket manipulation the test returned to variable results. Moreover, loss of capture (loc) was noted in bipolar configuration and undersensing on ra channel. The hcp had programmed atrioventricular (av) delay and turned off rate response. Additional information indicated that an insulation degradation was believed to be the cause but wasn't conclusively determined. The patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.